Event description:
The customer stated that her blood glucose readings had been erratic. She also stated that she had to call paramedics three days in a row for low blood glucose readings. The first day, she tested and received readings of 309 and 30 mg/dl. Paramedic's were called, and they treated the customer with glucose. Her blood glucose tested at 57 mg/dl at the hospital. The next day, the customer received a reading of 391 mg/dl. She took insulin and her glucose dropped to 37 mg/dl a few hours later. She treated herself with glucose and called paramedics. Paramedics had her eat something when they arrived. The next day, the customer received a reading of 328 mg/dl and took insulin. Sometime later, her glucose tested at 49 mg/dl. She called paramedics again and was treated with glucose. She did not go to the hosp. Control solution was sent to the customer for further troubleshooting of the test strips. The meter was to be replaced at the customer's insistence. No product will be returned at this time.